Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: during a coil embolization to the middle cerebral artery (mca), a uniform 5mm x 9.7 cm coil (fcx100509, 31098460) did not detach after multiple attempts. The coil was removed from the aneurysm and set aside without injury to the patient. Additional event information received on 29-apr-2024 indicated that a stryker sl-10 microcatheter (mc) was used. Six coils were previously implanted during the procedure. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. No were made using the detachment handle. Proximal end of pusher tube slipped off. Pull wire broke. The vessel was moderately tortuous. The event was delayed by 7 minutes, not clinically significant. A non-sterile uniform 5mm x 9.7 cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was found still attached to the delivery system. The manual break was attempted at the proper location, and the puller-wire was exposed. Several bent conditions were found along the distal end of the delivery system. The embolic coil was inspected under magnification, and one (1) kinked condition was found on the embolic coil. No damages were noted at the proximal key. No unintentional weld was noted on the loop hole. No contamination was noted at the distal end. A manufacturing record evaluation was performed for the finished device 31098460 number, and no non-conformances related to the malfunction were identified. The issue reported were confirmed based on the detachment attempts, the broken condition of the manual break, and the embolic coil being still attached. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. A CAPA is currently investigating failure to detach. The kinked conditions of the embolic coil and delivery system were not originally reported; the exact time of occurrence cannot be determined; therefore, they are not considered related to the issue reported. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a coil embolization to the middle cerebral artery (mca), a uniform 5mm x 9.7 cm coil (fcx100509, 31098460) did not detach after multiple attempts. The coil was removed from the aneurysm and set aside without injury to the patient. Additional event information received on 29-apr-2024 indicated that a stryker sl-10 microcatheter (mc) was used. Six coils were previously implanted during the procedure. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. No were made using the detachment handle. Proximal end of pusher tube slipped off. Pull wire broke. The vessel was moderately tortuous. The event was delayed by 7 minutes, not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.